Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube 6cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube proximal and distal to the detachment site. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the mid-stent. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use three resolute integrity rx coronary drug eluting stents to treat a severely tortuous, severely calcified lesion exhibiting 99% stenosis located in the proximal left main (lm) coronary artery. The lesion was pre-dilated. The first stent (3.00x15mm) was inspected with no issues noted. Negative prep was performed with no issues on the other two stents (both 3.00x18mm). It was reported that deformation to the catheter of all three devices occurred during positioning/advancement. It was stated that there were no issues noted with the stents. The stent operation could not be performed as the catheter could not provide sufficient support in reaching the lesion. It was indicated that the first two devices were not used in the patient. It was initially stated that the first stent (3.00x15mm) and second stent (3.00x18mm) had not been inserted into the patient before the deformation occurred. The physician believes that the stent deformation was caused by both the patient morphology/anatomy and guiding catheter. It was later stated that the stents passed through the catheter, and were advanced through the catheter to reach the lesion. The stents reached the tip of the lesion, however, the stents did not pass the calcified and tortuous lesion. The stents were retracted and deformation occurred during withdrawal. It was indicated that the third stent (3.00x18mm) was used in the patient. The third stent also had a detachment on the hypotube, which occurred when the device was being withdrawn. The device was not kinked and re-straightened during use. The procedure was completed with another medtronic product without any problems. It was stated at the third stent (3.00x18mm) had not been inserted into the patient before the deformation occurred. The stent was inside the guide catheter when the detachment occurred. The physician believes that the stent deformation was caused by both the patient morphology/anatomy and guiding catheter. The patient was reported to be alive with no injury.